Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The patient stated that a lancet was protruding from the end cap of his coaguchek xs sc lancing device. The lancet was properly seated within the device. There was no allegation of an adverse event. There were no injuries related to the protruding lancet. The patient's product was requested for investigation and a replacement product was sent to the patient.